Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h4 h6 and h11. Based on the investigation results, the customer¿s allegation was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the monitor shows a black screen with no image and a noisy image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: damage on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had lots of spots. The issue occurred during a diagnostic gastroscopy procedure with a delay of less than 30 minutes. The procedure was completed using a backup device. There were no reports of patient harm.